Event description:
It was reported that the device went to a recommended replacement time indicator (rrt). The patient had undergone ablation therapy prior to the rrt. The device was reset and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.